Event description:
A report was received that a patient was having difficulty charging and also experiencing "shocks". The physician requested to have the ipg replaced. The patient had the ipg replaced and is reportedly doing well.